Event description:
It was reported that the numbers on the screen of the customer's insulin pump scrolled on their own during bolus. The customer's blood glucose was 83mg/dl at the time of reporting. Her father reports liquid under the lcd screen, which he could only attribute to sweat. The pump is being replaced. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.